Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported as an out of box incident that mega suturecut needle driver instrument had a broken wire. There were no reports of patient involvement.